Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on posterior. Leak test and microscopic analysis was performed which identified: observed void on valve side out specification per (B)(4) (texture side), opening crease sharp on posterior and delamination valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:an opening crease sharp on posterior due to fold flaw opening. Void on valve texture side assessed as a workmanship. A delamination partial of the valve (adhesive failure)

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further investigation results: according to the information gathered during the investigation, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.